Event description:
It was reported that a malfunction on the pump occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump and was advised to continue using the pump, with instructions to call back if the malfunction recurs.